Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Patient had multiple external tears in the driveline coating and it does not appear that there are any actual tears on the internal wires. The entire external driveline in almost completely wrapped with the rescue tape. The log file captured a no external power / ebb fault event on (B)(6)2019 due to simultaneous power lead disconnects while the patient was switching power sources. The log file driveline data shows some minor wear and tear. Since this patient was not a pump exchange candidate, an external percutaneous lead replacement would not recommend at this time. It was not possible to only replace the external coating. No further or additional information was provided.

Manufacturer narrative:
Section d4, h4: additional information manufacturer's investigation conclusion: evaluation of the log file data provided by the account confirmed depletion of the external batteries. The reported cosmetic damage to the driveline¿s silastic sleeve could not be conclusively determined as no product or photos were submitted for evaluation. The submitted log file contained data spanning from(B)(6)2019 at 14:48:11 to(B)(6)2019 at 09:57:48, per the timestamp. The recorded data appeared to have captured the vad operating as intended until (B)(6)2019 at 02:24:39 when a low battery advisory alarm was captured. At 04:53:03 the low battery advisory alarm had progressed into low battery hazard/no external power alarms, activating the emergency backup battery (ebb). The vad operated on the ebb until it was connected to the mobile power unit at 06:40:27. Following this event the vad resumed normal operation at the fixed speed for the remainder of the log file. It was reported that the patient admitted to sleeping on battery power at times. The patient is not a pump exchange candidate an external driveline repair would not be performed at this time. The patient remains ongoing on vad-16604. The heartmate ii lvas IFU and patient handbook contain information on caring for the driveline and discuss damage due to wear and fatigue of the driveline. These documents also outline all system controller alarms, as well as how to respond to such. The IFU and patient handbook also provide instructions for how to charge and exchange batteries, how to monitor battery charge level, and how to change power sources. Both documents state that the patient should sleep only when connected to the power module or mobile power unit. No further information was provided the manufacturer is closing the file on this event.